Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The programmer boots to a system error.

Event description:
It was reported the programmer gives a black screen with error code. Followup information received indicates this occurred during startup. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.